Event description:
Customer reported via phone, she had experienced a low blood glucose episode of 20 mg/dl. The insulin pump went into threshold suspend. Customer's sister found her two hours later, woke her up and checked her blood glucose which was at 171 mg/dl. Customer declined troubleshooting for low blood glucose. She requested assistance with reconnecting the sensor to the device. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.